Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness. Health effect - clinical code e2402: generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported via mw5097192 that a female patient with her2+ breast cancer underwent a double mastectomy and subsequent primary breast reconstruction with two 450cc mentor cpx4 breast tissue expanders and experienced several systemic symptoms postoperatively, including persistent chest pain, anemia, panic attacks/anxiety, restless legs, fatigue, back/joint pain, and rashes. As a result, the patient had the devices explanted at an unspecified time. The date of explant in this report has been estimated based on information provided by the patient. This report is for one of the two complaint devices.

Manufacturer narrative:
On 12/30/2020, mentor became aware that the manufacturing date of the device was submitted incorrectly in the initial report. The relevant field has been updated. Manufacturer's reference number: (B)(4) the initial report mistakenly listed the manufacturing date of the device as 2/19/2019 . The correct manufacturing date is 2/14/2019.